Event description:
It was reported that "burned patient thigh, no treatment."

Manufacturer narrative:
We are attempting to gather additional information regarding this incident. We are also awaiting the arrival of the original device. When our quality engineer has finished their investigation, we will file a supplemental report. Due to an oversight, this report was not filed within the 30 day period.